Event description:
It was reported that the external pulse generator had extensive case damage and may have been dropped. The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release and lead flex cover were contaminated and corroded, bail covers and ring cover were missing, the battery contacts were compressed and contaminated, the bails and ring were missing, the battery drawer was broken, the battery flex was contaminated and corroded, the heart lead flex was out of specification, and the display was contaminated. Further analysis was performed on the heart lead flex. This analysis found that the flex assembly failed testing due a diode component being out of specification. (B)(4).